Manufacturer narrative:
(B)(4). The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed.  A manufacturing record evaluation was performed for the finished device 30064216l number, and no internal actions related to the complaint was found during the review. Manufacturer's reference # (B)(4).

Event description:
This event is associated with a clinical trial, sponsored by biosense webster, inc. It was reported that a (B)(6) year-old male patient (90kg, 170cm) underwent cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered dyspnea and chest pain requiring surgical intervention. On (B)(6) 2019, one-year post-procedure, the patient suffered dyspnea and it progressed into chest pain. Intervention included left heart catheterization (lhc) and a stent to left anterior descending (lad) artery. No additional hospitalization was required. The patient's outcome is resolved/recovered. No biosense webster, inc. Product deficiencies were reported. The principal investigator assessed this event as severe, serious, not related to study device, not related to biosense webster, inc. Non-investigational devices, not related to the study procedure. In the opinion of the investigator, this event was expected.